Event description:
Received customer medwatch from cdrh which states: "reparalyzation of patient having general endotracheal anesthesia due to inadvertant unwitting administration of small bolus of neuromuscular blocking agent retained in 0.25-0.3cc reservoir of IV tubing port." Further information was obtained via conversation with clinician. States that the patient was having a laparoscopic cholecystectomy done. The procedure was uncomplicated. The patient was given zemuron as a neuromuscular blocker to start the case and no reversal was required or given post-operatively as the blockade had worn off. At 1120, the patient was extubated and taken to recovery room. The patient complained of pain and was given demerol (through the same port the zemuron had been administered through) approx 15-20 minutes after extubation. The patient started to experience difficulty breathing and was given o2 by mask, and consequently became hypertensive. The patient was treated for the hypertension with unspecified calcium channel blockers and unspecified beta blockers. After an unspecified amount of time, the patient was again able to breathe adequately on her own and no sequelae was experienced by the patient. The patient's blood pressure returned to previous levels. The clinician felt this event was caused by the patient becoming reparalyzed after a small amount of neuromuscular blocker remaining in the IV tubing port was flushed through with subsequent port usage.